Event description:
It was reported that the physician believed the patient developed an infection at the ipg site. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg, linear leads and clik anchor were not returned.

Manufacturer narrative:
Exact date unknown, event occurred on the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7114092/7114129. Product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Batch: 29866246.